Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. We, therefore, consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.

Event description:
The customer stated she was hospitalized for diabetic ketoacidosis. No blood glucose reading was reported. Prior to the hospitalization the customer did not change the infusion set or give a manual injection to treat her blood glucose. The customer only continued to treat with the insulin pump. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump passed the prime test, but the customer did not have the tubing clamp to perform the high pressure test.